Manufacturer narrative:
MDR 3003442380-2024-02530 - device 3 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in australia. It was reported that the patient had been experiencing consecutive high blood glucose (bg) levels since last night and this issue continues to persist. The patient had changed the set for their insulin pump four times since last night. Additionally, the pump had triggered an insulin flow blockage. The patient's bg level at the time of the incident was measured at 22 mmol/l. To address the high bg levels, the patient has been manually injecting insulin. No further information available.